Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 420 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they did not know they were receiving an alarm form their insulin pump. The customer was informed that the alarm was a high blood glucose predictive alert. The customer's device works as designed and did not return the insulin pump for analysis.